Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure on (B)(6) 2019 a cerebrospinal fluid (csf) leak occurred. Postoperatively, the patient indicated having a slight headache. Further follow-up indicates the patient's headache has resolved.